Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 486 mg/dl at the time of the incident. The customer was at 551 mg/dl at the time of the call. The caller did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump was not working. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis. Frn-mmt-326-rsvr, unomed set.